Manufacturer narrative:
No button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.